Manufacturer narrative:
Philips service replaced the ip-pc and geometry power & control unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm and operating table were blocked due to power/control unit failure on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.